Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged the customer obtained the results of 300-399 mg/dl and 98 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer took her normal 3 units of novolog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were no longer unavailable, so no product will be returned for evaluation.